Manufacturer narrative:
(B)(4) date sent: 09/09/2025 d4: batch #unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please provide more details about the device quality issue "something about the mechanism felt strange"? Was the firing sequence started but not completed? If yes: did the device deliver any staples? What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Were there staples missing from the staple line? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? A manufacturing record was performed for the finished device plee60a lot number m9ca9c and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a mini-bypass surgery, the surgeon used echelon to perform a gastrectomy. The surgeon noted that from the first shot, something about the mechanism felt strange to him. (It should be noted that the surgeon has been working with ecehlon for years and knows it well). Three shots were fired and on the fourth shot the device jammed in the middle. The surgeon used the reverse button and a new device was opened to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4), date sent: 10/29/2025. Corrected data: h1. Additional information received: 1. Please provide more details about the device quality issue "something about the mechanism felt strange"? The surgeon said that the first 3 fires were shot but it wasn't "smoothly" as usual. That was his description. Anyway, there wasn't any problem or harm with the firing or the staples. 2. Was the firing sequence started but not completed? If yes: the knife started to move but stuck before staples came out. 3. Did the device deliver any staples? On the fourth fire, no. 4. What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? On the fourth fire, there were no staples. 5. Were there staples missing from the staple line? No. 6. If yes, was the staple line complete? 7. Did the device cut? No. 8. If yes, was the cut line complete? Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.